Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, weight gain, elevated metal ion levels and metallosis. Subsequently, patient underwent two revision procedures on (B)(6) 2010. The modular head, femoral stem and taper adapter were removed and replaced on (B)(6) 2010. Review of invoice history cannot confirm the revision procedure on (B)(6) 2010. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, weight gain, elevated metal ion levels and metallosis. Subsequently, patient underwent two revision procedures on (B)(6) 2010. Additional information received from operative report noted patient was revised on (B)(6) 2010 due to infection. All components were removed and replaced with temporary components and cement spacer molds. Review of operative report further noted patient was reimplanted on (B)(6) 2010. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2014-02669 / 02674).